Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code malf 0, which could be reset but recurred after the reset. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement pump, ensuring it had updated software. Customer will contact hcp to get backup therapy.